Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional that the valve was maladjusted and overdrained. Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted. Please provide the patient outcome and the medical intervention. The file was entered with limited information.

Manufacturer narrative:
Manufacturing evaluation: investigation- the valve was received submersed in an unidentified liquid. Visual inspection - no significant deformations or damage of the valves were detected during the visual inspection. The prosa valve housing was subsequently measured and indicated the presence of a deformation, mm outside the tolerance. Permeability test - the results have indicated that the valve has a blockage. Adjustment test - the valve was tested and was adjustable. However, between 14-32 cmh2o there was no evident brake function, meaning that no force was required to rotate the rotor and reset the pressure setting. Braking force and function test - the brake functionality test has shown that the brake function did not operate as expected and brake force was outside tolerance. The results indicated that the rotor no longer performs as required. Computer controlled test - because the valve was not permeable this test was not possible. Results - it is possible that the deformation of the housing could have impaired the brake functionality. The cause of the deformation of the valve and resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. After the tests, we have dismantled the valve. Inside the prosa valve there were no visible deposits. Based on our investigation, we are unable to substantiate the claim of non-adjustability or over-drainagle. However, the investigation has indicated the presence of occlusion and compromise of the brake functionality. Despite the lack of visible deposits inside the valve, it is possible that even small amounts of non-visible blood or protein could be responsible for the occlusion. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.